Event description:
The laser system has 0,5 w low power outlet. The handpiece has the spot bigger than usual.

Manufacturer narrative:
The power output was in the correct range. The handpiece had wrong pins. After the replacement of these parts, the laser system returned to correctly work. We are unaware about patient injury.